Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient. It was reported that the patient was having problems with their implantable neurostimulator (ins). No patient symptoms were reported and there were no complications. Indication for use is non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they had not felt stimulation since a couple months prior to the report and that they could not connect to the ins with the recharger for 1.5 months. The patient had not recharged the ins due to non-compliance. The patient was redirected to their hcp to address the possible overdischarge. No further complications were reported.

Manufacturer narrative:
The previous supplemental report did not have 'adverse event <(>&<)> product problem' listed. If information is provided in the future, a supplemental report will be issued.